Event description:
It was reported that the versajet ii console will not power on. No case involved; therefore, no other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation found no faults. The functional evaluation found the console did power up but had an activated error led, establishing a relationship between the device and the reported event. The root cause was identified as a defective power supply. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.